Event description:
Complainant alleged that while attempting to defibrillate a pt (age unk) the device displayed a "bridge test failed" message. Complainant indicated that the pt subsequently expired.